Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the lead was defective and not working properly. The healthcare professional (hcp) stated that ¿something like a sheath did not pull out properly and there was blood going up to the device.¿ no symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.